Event description:
Consumer states the height adjustment not working on the left side of this 65650r rollator that was her moms. Referred to dealer. This issue is not the knob, it is the threaded portion.